Manufacturer narrative:
Related manufacturer report numbers # 2916596-2021-04075, 2916596-2021-03918, and 2916596-2021-03904. Patient weight was estimated from most recent figure provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 for evaluation of abdominal wall abscess drainage concerning for sinus tract between skin and device. Infectious disease unit was consulted by primary team for leukocytosis and developing pneumonia.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events (infection and hematoma) as well as a direct correlation to heartmate ii left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they expired on (B)(6) 2020 (refer to manufacturer report number # 2916596-2020-03993). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 02mar2016. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook is currently available. Section 1 entitled ¿introduction¿ lists infection and bleeding as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. Care instructions for the exit site can be found in the "caring for the driveline exit site" section under "patient care and management" in the hmii lvas IFU as well as in the "caring for the driveline exit site" section under "living with your heartmate ii" no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had been treated with oral cefixime since (B)(6) 2019 after intravenous ceftriaxone that was started on (B)(6) 2019 which was discontinued for drainage from their subxiphoid sinus tract. On presentation on (B)(6) 2020, the patient had no drainage for over a month; however, when they drove the seat belt had rubbed against the same area of prior wound. They noted some clear drainage from the site of the prior wound but no redness of the skin and no abdominal pain or fevers, chills or diarrhea. A swab was done on (B)(6) 2021 which was positive for methicillin-resistant staphylococcus aureus (mrsa). Labs revealed that the patient had normal white blood cell count (wbc). On (B)(6) 2020 the patient states that they had no fever/chills. Labs were performed on (B)(6) 2020 which revealed stable/normal wbc. Drainage had not changed in amount or quality. A computer tomography (CT) scan was performed on (B)(6) 2020 which revealed that the soft tissue was thicker and more prominent than in previous study performed on (B)(6) 2020. No fluid collections or tracts were identified. A subscapular collection was observed laterally which decreased in size. The cts did not demonstrate signs of infection or fluid collection in communication with an area of serous drainage. Given the location and appearance the fluid collection was determined to most likely be a hematoma. The physician believed that the swab of drainage on (B)(6) 2020 that was positive for mrsa was a skin contaminant. Patient was kept on the 200mg cefixime dose. Follow-up appointment to clinic was planned in 3-4 weeks.